Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a atrial flutter right (r-afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. While trying to navigate q-dot with the help of vizigo to an ablation target site the cable to adjust the curvature of the vizigo became torn. No fragments were generated. The damage did not result in exposed wires, lifted rings, or sharpened rings. There was no resistance or difficulty during insertion or removal of the catheter. Deflection was no longer possible after the issue. The surgery was not delayed due to the reported event. The vizigo was replaced and the procedure was successfully completed. No patient consequences were reported. Sheath shaft rough is MDR-reportable. Deflection issue is not MDR-reportable. However, the overall deflection failure is MDR-reportable.